Manufacturer narrative:
The complaint was unconfirmed for a broken cutter bar. Therefore, the cutter bar was not responsible for the surgeon's finger cut. The device was found to produce straight shots due to a small piece of wire being lodged in the tip. This occurs when user deploys more than the maximum number of constructs as specified in the instructions for use for this product.

Event description:
It was reported that the device misfired. No wire was deployed but, cutter bar struck and cut the surgeon's finger.